Event description:
It was reported that after a low anterior resection there was bleeding from the staple line post operatively. The surgeon ligated transanally for hemostasis. During the original operation, the doughnut was ok. The leak test and staple line confirmation were unk. Surgeon could not confirm staple formation due to deep anastomosis location, however, he suspected that staples malformed.